Manufacturer narrative:
(B)(4). Batch # unk. Two photos were received for review. During the visual analysis, the following was observed: the first photo showed a sleeve and the tip appeared to be melted. The second photo showed a tyvek wrapper with no apparent damage, with the 390a63 lot number, and with expiration date 2026-06-30. Based on the photos review, the event described was confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during endoscopic lobectomy surgery, opened the packaging and noted the device was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.